Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73k1600118 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time.

Event description:
During the procedure the surgeon attempted to open his first clip after doing a 1 click entry the clip proceeded forward into the jaws, but never opened. He pulled out and removed 1st clip. When opening the 2nd clip the clip did not feed properly again, subsequently not opening or firing properly. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged and a clip was partially loaded into the jaws of the device. The returned device appears used as there is biological material present on the device. No other defects or anomalies were observed. (B)(4). Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The partially loaded clip was able to successfully load into the jaws of the applier and close. The next clip was also able to load properly and close. Two clips were applied to over-stressed surgical tubing and were able to properly close. The sample was received with 13 clips remaining in the channel indicating that 2 clips were fired by the end user. No defects were observed. The IFU for this product, l06072, was reviewed as a other remarks: part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the reported complaint could not be confirmed for the sample that was returned. The reported complaint of "misfeeding during use" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found. The device was received with 13 clips remaining in the channel indicating that the end user fired 2 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No further action will be taken.

Event description:
During the procedure the surgeon attempted to open his first clip after doing a 1 click entry the clip proceeded forward into the jaws, but never opened. He pulled out and removed 1st clip. When opening the 2nd clip the clip did not feed properly again, subsequently not opening or firing properly. The patient's condition was reported as fine.